Manufacturer narrative:
Cmpl-06053552 d4: expiration date/ remove 8/31/2021 - correction. H4: device mfg date/ remove 3/5/2023 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported, that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported unspecified malfunction erratic cgm values. The patient¿s cgm displayed high values, followed by low values with the arrow pointing up and down throughout the day. On (B)(6) 20233, the patient¿s cgm displayed a value (not provided). He self-treated with peanut butter crackers, 4 ¿ 5 oreos, apple juice. But his cgm value did not increase, and he subsequently passed out. An unknown amount of time later, he went to the emergency department (ed), was evaluated, provided food, and released approximately an hour later when his bg was 180 mg/dl. It was unknown, how the patient got to the ed. And the cgm/bg values at the time of the event. The patient reported, his cgm displayed 31 mg/dl (the g6 does not show readings below 40 mg/dl). However, it is unknown, when that value occurred. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.